Event description:
The device was returned to intuvie for routine preventive maintenance. During standard performance testing on december 11, 2025. The device failed the 30 psi occlusion test on two separate test attempts. On the first test (B)(4), the device alarmed at 20.300 psi, and on the second test (B)(4), the device alarmed at 20.200 psi. Both results are below the acceptance range of 22¿38 psi. The failures were identified during preventive maintenance testing only. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The 30 psi occlusion failure identified during preventive maintenance testing is being evaluated under CAPA-15, ¿occlusion sensor pm complaint trends.¿ the issue was resolved by recalibrating the 30 psi value from 289 to 316, after which the device met applicable performance specifications. Refer to complaint record (B)(4) for additional details.